Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that patient visited the emergency room for an anticipated hypoglycemic event as a result of an inadvertent infusion of insulin. The reporter stated that the patient had a blood glucose of 66 mg/dl and trending downward based off of their continuous glucose monitor with symptoms of unsteadiness. While at the emergency room, the patient was treated with intravenous glucose, glucagon injections, and other unspecified treatment. The reporter stated that the patient had primed while still attached to the pump. A review of the pump history showed that the patient primed their pump with 55.7 units of insulin after accounting for empty tubing. The user guide for the pump instructs the patient to not be attached while performing the prime steps of the pump. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event that required medical treatment as a result of inadvertently infusing insulin.